Event description:
Pt underwent a robotically assisted roux-en-y gastric bypass, hiatal hernia repair, and a small bowel repair from a device related injury. When mobilizing and manipulating the small bowel during the mid portion of the surgery, noted bowel grasper for the robot caused a bowel injury to the mid portion of the jejunum. Grasper was removed, noted to be too sharp. Bowel was repaired. Vendor rep was immediately contacted.